Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was cracked on (B)(6) 2025 resulting in tubing leakage. The infusion set was in use for three days. The blood glucose level was 480 mg/dl and the patient was treated with manual injection. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.